Event description:
Log. As reported, during an unknown procedure on (B)(6) 2022, the surgeon fixated the ventralight st mesh using the capsure fixation device. It was reported that the first two fasteners successfully released and fixated into the mesh but the third fastener was released and did not fixate the mesh. As reported, loose fastener was removed from the patient's body and the surgeon used another fixation device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the capsure straight fasteners did not fixate the mesh. Functional evaluation of the returned device confirms the failure to fixate. The device deployed proud fasteners during simulated use testing and the tack setback as returned was found to be out of spec, however, this is not indicative of the as manufactured condition. Multiple factors during use may result in this condition. Based on the sample evaluation and investigation performed a definitive root cause could not be determined as to why the device went out of sync during use and failed to fixate. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Note: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.